Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead needed to be repositioned. High pacing thresholds and loss of capture were observed. The rv lead was thought to have microdislodged, but this could not be seen via x-ray. The lead was repositioned, but the physician suspected the patient then developed exit block. Another procedure was performed to have the rv lead explanted and replaced. No additional adverse patient effects were reported.